Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. The customer's blood glucose level was 9.7 mmol/l. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
The device passed the displacement test. The pump alarmed pump error 63 during the self test, was received with the same audio volume when switching from level 1 to 5, and pump error 63 alarm is found in the downloaded history file due to broken trace at pin on the keypad assembly.